Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range right ventricular pace impedance. There were sporadic increases of the impedance to greater than 3,000 ohms. The measurements were not reproducible with isometrics or pocket manipulations, and it was decided to continue to monitor the situation. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range right ventricular pace impedance. There were sporadic increases of the impedance to greater than 3,000 ohms. The measurements were not reproducible with isometrics or pocket manipulations, and it was decided to continue to monitor the situation. The ICD remains in service and no adverse patient effects were reported.